Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to the patient being a non-user. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on june 01, 2022.

Manufacturer narrative:
Correction: device was not explanted as previously reported. This report is submitted on december 14, 2022.